Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via the device manufacture representative regarding a patient receiving baclofen (250mcg/ml at 55/day) and dilaudid (5mg/ml at 1mg/day) via an implantable infusion pump. The indication for use was spinal pain. The hcp reported that they were called by the national answering service to turn the pump to minimum rate. The ER nurse said he was told the patient progressively got lethargic to the point of being unresponsive, days after a pump refill. The patient's pertinent medical history included allergies to morphine, doxycycline, and toradol. The patient was taking baclofen 10 mg every 6-8 hours orally (po) prior to the refill. There was no reaction until in the pump. The refill was (B)(6) 2015 with dilaudid only. He had tolerated the pump before (B)(6) 2015 at dilaudid 0.5 mg and baclofen at 25 mcg/day. It was good with dilaudid at 1 mg/day but did not tolerate baclofen at 55 mcg/day. If additional information becomes available, a follow up report will be sent.